Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping. Device interrogation revealed a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.